Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Technical services was consulted and recommended bringing the patient into clinic in order to try to reproduce and assess all vectors, as it appears the patient has been programmed secondary 1x since implant. Besides the inappropriate shock, there were no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Technical services was consulted and recommended bringing the patient into clinic in order to try to reproduce and assess all vectors, as it appears the patient has been programmed secondary 1x since implant. Besides the inappropriate shock, there were no other adverse patient effects were reported. This s-ICD remains in service.